Event description:
It was reported that during the implant procedure and prior to pocket closure, this pacemaker was not able to perform a right ventricular auto threshold (rvat) test as expected, as it failed to terminate it with evidence of loss of capture (loc), but a following attempt performed after pocket closure, was successful with recognized loc. Technical services (ts) reviewed the data provided from the field and noticed that the rvat test properly recognized the loc, but it was not able to confirm it, so the device kept running the test. As a result, the patient experienced four seconds of asystole. Ts explained that per algorithm design, the loc confirmation is associated with the morphology of the signals on the evoked response channel, and depending on when the peak falls it is consider fusion, loc or capture. Upon further analysis, it was determined that this algorithm is not suitable for this specific patient and ts recommended disabling the rvat option from the device settings, in order to avoid undesired tests in the future with consequent patient symptomatic reactions. No additional adverse patient effects were reported. The device remains in service.